Event description:
It was reported that there was sensing difficulty after lead was placed during implant procedure, as well as high impedance. The lead was therefore not used. Another lead was implanted. No patient complication was reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. It was noted that the helix/lobe was distorted/bent. No anomalies were found.